Event description:
It was reported that during the farapulse pulse field ablation faradrive steerable sheath was selected for use. It has been mentioned that the dilator could not be flushed properly. A closer inspection showed a defective tip, almost completely closed, which was partially opened with the passage of guidewire. The device was replaced to prevent possible plastic pieces to detach inside the patients heart. No patient complications occurred. The procedure was completed using different device (same model).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.